Event description:
It was reported that the patient presented in clinic for follow up. Review x-ray revealed that the right atrial lead was capturing the ventricle due to dislodgement. On 13 jun 2022, the physician elected to reposition right atrial lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: h6 for product not returning.